Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a phrenic nerve palsy. During a cryo pulmonary vein isolation (pvi) to treat a paroxysmal atrial fibrillation (paf), a polarxfit catheter was selected for use. Cmap decreased during cooling of right pulmonary vein, a double stop occurred after 137 seconds of cooling. Cmap did not recover during surgery, and the procedure was completed with follow-up observation. The device is not available for return due to disposal.